Event description:
The customer received a blood glucose reading in the 140s on the breeze2. He took his insulin and later felt very dizzy. His wife found him on the floor and called an ambulance. The emts used the customer's meter to test his blood and the reading was 50mg/dl. He was given IV glucose and taken to the hospital. Further information regarding the incident was not obtained. Customer's doctor suggested he may want to get a new meter. Only meter information was provided. A new meter was sent to the customer.